Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately fourteen years post filter deployment, CT revealed filter strut which was projecting at the middle mediastinum/left hilar region and another filter strut at the posterior left lower lobe of the lung. Approximately one month later, CT revealed two linear metallic foreign objects in the mediastinum responding with the patients known ivc struts with one of the metallic strut was located at the level of the left atrium extending into the sub carinal space and second structure was located in the left lower lobe. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the one detached strut retained in left lower lobe of lung and the other detached strut is at the middle mediastinum/left hilar region and the patient experienced chest pain; however, the current status of the patient is unknown.